Event description:
It has been reported to us that during the procedure, an aspiration catheter separated at the proximal joint. The physician was performing aspiration to the pt. The physician made another pass and the wire got suck and became lodged. The physician was able to pull everything out and noticed that the wire came out in two pieces.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.